Event description:
Air sensor alarm.

Event description:
Air sensor alarm. The pump and power cord were received for evaluation. Verified ""not detecting air in line"". Replaced air detector. Cleaned and post repair tested pump per quality control check list. After repair, device was found to meet specifications. A CAPA was opened in order to investigate this issue.device history record was reviewed, no issue has been found. Device history log provided was unreadable so no review possible.